Manufacturer narrative:
The failed sample was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leak/break.

Event description:
Leak/break.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one nutriline catheter for evaluation. The nutriline catheter received was shortened at its 17 cm marking and a microclave was attached. The catheter was leaking next to the fixation wing. Microscopic examination showed that the catheter was indeed partly torn out of the fixation wing. Typical signs of a rough and uneven facture plane and some stress whitening were visible. Unfortunately, no batch information was provided therefore, no batch history record could be checked. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. As each catheter is leak and flow tested before packaging and the catheter was used uneventfully for a while before leakage occurred (see traces of longer use on the catheter like fibrin fibers, discoloration of the luer lock hub from tpn, the worn fixation plaster), we can exclude a manufacturing defect. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no corrective action was initiated by quality management, as there are no indications of a manufacturing defects. Corrective action: based on the investigation, each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management this failure will be monitored for future actions.